Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. It was reported that the patient needed their ins reset because it only worked in the front. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's device had not worked for a while and she was having terrible pain where the leads were located. Patient reported she was using therapy less and less because therapy was only helping her back and not in the front. Patient was not using the implant at all. Patient stated she was not using the implant but she had to charge it every 10 days. Patient stated she needed help to get the implant to help her. Patient stated she texted her manufacturer's representative last year and spoke with the same rep last week, however could not get in touch with him. Patient has an appointment in june with hcp. Additional information was received from the patient. It was reported that it was not the battery depletion as much as the stimulation being in the front not nowhere. Patient reported they needed it. Patient reported since battery change (B)(6) 2017 it had not worked. Patient reported they were in pain and stimulator was not working. Patient stated issue has not resolved and they could not use it as there was sharp pain at lead site. Patient stated they noticed these issues on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins didn't work and it had been so long that they've given up. Their pain was so bad that they hoped it could still be fixed. The battery kept going to empty and needed to be looked at. No further complications reported.